Event description:
Ous MDR - it was reported that during the planned ICD replacement on the (B)(6), 2014 two isolated episodes of oversensing were noted. The measurements with psa and the visual inspection showed no deviations. The lead was reconnected to the new ICD. Further oversensing episodes with artifacts were observed from end of (B)(6) 2014. The lead was extracted and replaced. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 52 cm proximal to the lead's tip. Only the distal segment was received for analysis. The inspection revealed severe abrasion marks in the region of the tricuspid valve with a damaged insulation in this area. These insulation damages can be considered to be the root cause of the clinical observation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.